Manufacturer narrative:
The reported event could not be confirmed. The product family and lot number are unknown. No sample was returned for investigation. No review or conclusions could be made regarding the alleged deficiencies. A DHR review is not required as the lot number is unknown. The product family for this women¿s healthcare product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the women¿s health product ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient¿s attorney has alleged a deficiency against the device. The litigation does not specifically state which product was used on the patient therefore an unknown complaint is being entered. Additional information has been requested but not yet received. As per additional information received via medical records on (B)(6) 2025, the patient had experienced erosion, incontinence (stress and urge), anxiety, hyperlipidemia, insomnia, vaginal dryness, constipation, dysphagia, knee pain, bilateral foot pain, plantar fasciitis, urinary tract infection, prolapse, frequency, dysuria and required additional surgical and non-surgical interventions.